Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that during a routine checkup, the rep noticed that electrodes 0-7 were showing impedances over 10,000 ohms. No falls or stimulation loss was reported to have contributed to the event. The patient was getting good coverage with their current programming, which was noted to be used on only one of the leads. No further actions were required, and no further complications were anticipated. There were no patient symptoms reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.